Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had a cerebrovascular accident (cva) approx three weeks ago. Additionally, anticoagulation was not instituted until at least 5 days post implant. The pt had reported difficulty with responding to the heparin administration. It was observed that there are fibrin deposits on the pump itself and it is suspected that the cerebrovascular accident (cva) is embolic in nature. The pt had apparently been running in fixed mode at 60-70 bpms and subsequently changed over to volume mode where the pump rate is ranging from 40-50 bpms. Additional info received from the clinical specialist reported that the pt had a stroke a couple of weeks post-operation. Fibrin noted in pump early on and noted to be stable and a fill signal and flash test were noted. The rate was too low but did confirm filling and emptying. The pt is in inactive status and on the transplant list due to neurological issues and is very ill. The pt is in a total nursing care and has no movement in the lower body, and has very limited movement of the upper body, little communication also noted, and maintained on ventilator for breathing support and has trouble supporting their head. The ethics committee has been consulted regarding pt status and the prognosis is poor. The family is not very involved and not able to care for the pt.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.